Event description:
The physician achieved arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. About three weeks after the procedure the pt complained of hot sweats, fever and swelling in the groin area. The pt was admitted to the hosp. An ultrasound was performed which revealed a psuedoaneurysm at the arteriotomy site. The pt was started on a thirty day course of unspecified antibiotics. The pt was taken to surgery where a patch graft was performed to repair the arteriotomy. The pt "recovered" and was reported to be doing fine after surgery. There was no report of further adverse pt effects.